Manufacturer narrative:
No deviations were identified in batch documentation. Visual examination of returned sample was found to be within specification.

Event description:
On (B)(6) 2016, a wound center reported having placed a dressing around a drain site and then realized they needed a larger size. When they went to remove, it disintegrated and they thought part of the dressing could still be in the wound that they could not remove. On (B)(6) 2016, additional information was received stating that a wound cleanser was applied to an old drain site before the dressing was applied. A square dressing was cut into a strip 0.7cm x 30cm and wicked into a small opening (depth 6cm) on the patient's abdomen with a thin, blunt-tip probe. The dressing was immediately saturated with blood as it was being wicked in. The dressing wick was immediately pulled out, but broke apart and about half of the dressing was retained inside the wound. The piece that was removed fell apart very easily to the touch. The nurse practitioner was unable to pull out any additional dressing from the wound site. The patient required a large surgical debridement to expose the wound base and remove the retained product. A negative pressure device was applied to help "pull" the dressing towards the surface. The wound center stated they routinely use the dressing in this manner and this was the first incident of it falling apart or breaking apart inside a wound. On 23mar2016, medical records were received from the wound center. On (B)(6) 2016 visit, patient presented for 6th week of treatment of surgical injury site dating from 2014, 30cm dressing was packed into pin-hole opening, 6cm deep, but only about 14cm able to be removed. Pico vac placed. Rto on (B)(6) 2016 to possibly have opening enlarged to remove dressing that remains within the wound. On (B)(6) 2016 visit, the pinhole wound opening was enlarged to 1cm dia and was then packed with 1/4 inch packing. The plan is to continue to pack this wound daily. No indication for antibiotics. Follow up with nurse practitioner next week. On (B)(6) 2016 visit, the patient reported she was using pico vac but the wound center records indicate the wound was packed with 1/4" gauze strip after opening her wound on (B)(6). No new complaints at this exam. The patient reported that the dressing packing that was placed on (B)(6) "came out when the nurse took of the (pico) vac at home." On (B)(6) 2016 visit, wound has healed 54.3% since initial visit to wound center. Unable to visualize base as wound tunnels to 7.2cm depth. Small amount of frank bleeding when wound was probed to base. No erythema or clinical s/s of infection noted. Pico negative pressure leave in place until next follow up. Hh to monitor. On (B)(6) 2016 visit, wound is measuring larger however patient was in reclining position and is usually sitting during exam. Pico negative pressure leave in place until next follow up. Hh to monitor.